Event description:
During investigation, it was confirmed that downstream occlusion (dso) sensor failed. The failure mode was found during investigation testing. However, if the event recurs during infusion, pump will not work as intended and potentially affect the patient.

Manufacturer narrative:
B3 - date of event is unknown. E1 - initial reporter phone-(B)(4). The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and no relevant error was observed in event logs history. The device was visually inspected, and no anomalies were noted. Customer allegation ¿pump affected by tga reference (B)(4) and please repair the failed dso and recalibrate¿ was confirmed. The probable cause of the reported issue was a defective downstream occlusion (dso) sensor. Replaced dso sensor, dso seal. The device passed all functional testing after repair.